Manufacturer narrative:
Device evaluation completed on march 14, 2021: product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 225cc breast implant was found to have a tear on the posterior view, measuring approximately 2.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction primary with a mentor memorygel 225cc silicone prosthesis experienced rupture on the left side intraoperatively. As a result, replacement implant was used and procedure was completed. Breakage occurred while inserting the implant, report indicated that silicone didn't leak onto the patient. No procedural delay caused by incidence. No adverse effect to the patient. No additional procedure. No patient consequence.